Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The "cut" electrode was observed to have been lifted from the bottom jaw of the grip set but was still attached at the base of the grip tips. There was no physical damage or mechanical indentations observed where the "cut" electrode would have been normally attached. The jaw's ceramic dots were all present at the wrist. A review of the instrument's logs showed no failures. The instrument was found to have thermal damage on the "cut" electrode. The instrument was tested for electrical continuity and passed. Review of the image provided by the customer was consistent with the reported white cutting blade being dislodged from the instrument.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the white "cut" electrode of the synchroseal instrument popped off and was elevated out of the track. The customer attempted to use the instrument and received an error message. When the instrument was pulled out, the white blade was dislodged. A back-up instrument was used to proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no patient complications nor events requiring medical intervention. There was no arcing or thermal damage observed by the customer. The instrument had been inspected prior to use with no issue noted. The instrument was working properly until a message alerted the customer that "hemostasis may be compromised" and the reported issue was identified. There were no instrument collisions or attempts to seal over any obstructions. There were no tissue discrepancies during sealing attempts. The instrument was successfully removed from the patient anatomy with no difficulty or resistance.